Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation (orif) surgery for radius. In the surgery, the locking screw slipped through the variable angle locking compression plate (valcp) hole of the shaft part. After inserting the distal screw, the plate was crimped and fixed in the hole distal to the shaft with a cortex screw. Then, locking screws were inserted into the remaining two holes of the shaft, and finally the va locking screw in question was inserted in place of the cortex screws. The surgeon drilled with a threaded drill guide and measured with a depth gauge, deciding to select the va locking screw. It was inserted with a torque limiting screwdriver until it clicked. Final images confirmed, the va locking screw protruded considerably to the contralateral side, so it was removed once and measured again, but there was no change in the value. The tip of the va locking screw was partially excised at the surgeon's discretion and reinserted. There was no sign of locking so the image was checked again, and it was confirmed that the va locking screw had penetrated the plate. The surgeon tried to remove it again, but it was difficult, so the locking screw has been remained in the patient's body. The surgeon suspects that the screw was probably over inserted at the time of the first insertion leading to the screw protruding on the contralateral side. The surgery was completed successfully without any surgical delay. This report is for a locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Sterile part 04.210.116s, lot 9l41444: manufacturing site: werk selzach. Release to warehouse date: may 23, 2022. Expiration date: may 01, 2032. Supplier: früh verpackungstechnik ag. Non-sterile part 04.210.116, lot 700p194: manufacturing site: werk selzach. Supplier : synthes USA. Release to warehouse date: march 14, 2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.